Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm during basal delivery. The customer's blood glucose level was 153 mg/dl. The customer was to use insulin injections for insulin therapy.